Manufacturer narrative:
Additional information was requested regarding this event; however, additional information was not available. At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited loss of capture. The lv pacing vector was reprogrammed which resolved the issue and was able to capture. No additional adverse patient effects were reported. The lead remains in service.